Manufacturer narrative:
An event of pocket and left arm swelling was reported. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-48445. Related manufacturer reference number: 2017865-2023-48447. It was reported that there was swelling around the patient's pocket area and extending down their left arm. The physician decided it would be best to explant the device system. There were no adverse health consequences, the patient was stable.